Event description:
It was reported via repair work order that the brakes would not fully hold due to damaged brake pin tube guide and bent brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.